Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage supply regulator board. System operates as intended. This MDR is related to ge healthcare

Event description:
Customer reported the system will not fluoro. No patient injury was reported.